Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: creases fold, and opening, white particles on the shell, and broken on plug strap. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening on posterior assessed as fold flaw opening. Striated, broken on plug strap assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Device has been explanted and replaced.